Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4),

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted device components were discarded.